Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for hyperglycemia and diabetic ketoacidosis on (B)(6) 2019. It was reported that the customer had three episodes of on (B)(6) 2019, (B)(6) 2019. It was reported that the customer had high blood glucose levels of ranged form 21 mmol/l. It was reported that the customer had current blood glucose levels of 9.9 mmol/l. It was reported that the customer had positive results in ketones. It was reported that the insulin pump was under delivering the insulin. Troubleshooting was not performed. Product is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).